Event description:
Initial report of high impedance was found during a programming history database periodic review. Attempts for further information related to the patient, device information, and treating physician were made and have been unsuccessful due to the limited information available. No known surgical intervention has occurred to date. No other relevant information has been received to date.